Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the reportable malfunction of no image was confirmed during the facility routine inspection. Based on the results of the investigation, the customer's technician found that the "no image" was due to a digital visual interface (dvi) that was not working, however, since the device was not returned for inspection a probable cause could not be determined. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during maintenance. There were no reports of patient involvement.